Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states that over a short period of time the cuff leaks thus allowing the catheter to fall out. This happened over a period of time with three different catheters.

Event description:
Customer states that over a short period of time the cuff leaks thus allowing the catheter to fall out. This happened over a period of time with three different catheters.

Manufacturer narrative:
Qn#(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.